Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that top lock of the reservoir is completely gone broke off. Customer¿s blood glucose was 80 mg/dl at the time of incident. Customer declined troubleshoot for low blood glucose level. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.